Event description:
The reporter stated the pump was rebooting and the pump was going to the verify screen. The reporter confirmed trying a new battery cap and the issue continued. The reporter confirmed that the battery cap was able to securely tighten to the pump, and there was no damage observed to the battery compartment or cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump black box showed that there were multiple unexplained power events. The battery compartment and cap were found to be intact. The pump was exercised for 24 hous without power loss. The battery cap was tested and no issues were found. The pump was opened and no defects were found to the power circuit.